Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(6) registry report was rec'd which indicated that the pt had brown fluid dripping from cracks in the driveline outside of pt's body. Culture was positive for diphtheroids (bacteria).

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.